Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was reported the patient was hospitalized for the event the same day as onset. The same day, the patient began treatment with vancomycin 1 gram in first bag than every 4th day (route and duration not reported) and magnova 1 gram in first bag than 500 milligrams in each exchange (route and duration not reported) for peritonitis. At the time of this report the patient was recovering from this peritonitis event. Dianeal therapies were ongoing. No additional information is available.